Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring on the reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that their insulin pump was damaged. Customer's blood glucose was unknown at the time of call. The customer reported cracks in the reservoir compartment and down the left side of the buttons. The insulin pump will be returned for analysis.